Manufacturer narrative:
Device lot number is unknown as it was not provided device expiration date is unknown as lot number was not provided the patient interface (pi) suction ring may lose suction during a procedure. Label copy states corneal fixation vacuum loss can occur. There are several factors that may contribute to suction issues such as doctor's technique in applying the suction ring to the cornea, doctor's technique in squeezing the pi clip to secure the suction ring to the pi cone and patient anatomy affecting the interface between the patient's cornea and the suction ring. Device manufacturer date is unknown as serial no was not provided. All pertinent information available to abbott medical optics has been submitted.

Event description:
Account reported they experienced loss of suction twice in the left eye. Account reported that it was likely a scleral anatomy issue and therefore, they converted the patient to photorefractive keratectomy. It was reported that best corrected visual acuity (bcva) from (B)(6) 2016 was as follows: right eye pre-op 20/20 -1.25 x -1.25 x 85; left eye pre-op 20/40 -3.00 x -2.75 x 75.